Event description:
It was reported that premature battery depletion was suspected. The device was explanted and replaced with no further consequences for the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field event was verified, the device reached eri after 27 months because of high current drain. The reason behind the high current could not be determined as the scenario could not be reproduced.